Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer were experiencing high blood glucose and insulin pump alleging possible under delivery. Blood glucose level at the time of the incident was 403 mg/dl and other blood glucose levels were 307 mg/dl to 400 mg/dl. Customer experienced symptoms such as nausea, vomiting, abdominal pain, difficulty breathing. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer treated with bolus. Customer stated they contact their health care professional regarding high blood glucose. Customer was neither in emergency room nor admitted into hospital. Customer performed high pressure test and it was pass. Customer stated auto mode feature was active at the time of incident. The insulin pump will not be returned for analysis.